Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with device in backup vvi mode. A successful firmware download was performed, and the device was restored to normal operation. No patient symptoms were reported.